Event description:
It was reported that the patient found needle had not deployed as intended. Additionally, the patient reported being unsure if the cannula was properly seated in the infusion site and the cannula was bent. The patient's blood glucose (bg) values rose to 465 mg/dl. Treatment for reported issue was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. In addition, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received with the cannula fully deployed and needle retracted. The data from the pod showed that the device ran for 1591 pulses and delivered multiple immediate boluses before being deactivated by the user. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure. The soft cannula measured the correct full length according to specification and did not appear bent, kinked, or damaged. The data contained no timeouts, drive stalls, or hazard alarms, indicating there was no struggle to deliver insulin. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined.